Manufacturer narrative:
The customer declined the repair of the device. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device gave incorrect shock advisory in AED mode. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device gave incorrect shock advisory in AED mode. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.